Manufacturer narrative:
It was reported that the patient had an accident and needs to have their poly inserts exchanged. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient had an accident and needs to have their poly inserts exchanged. Revision surgery is planned to exchange the poly inserts.